Event description:
It was reported that the patient's right ventricular lead exhibited high capture thresholds in bipolar since implant. During a routine device change out on (B)(6) 2017 the lead was capped and replaced. The patient's condition before, during and post procedure was fine.